Manufacturer narrative:
The initial reporter location is unknown and was selected as (B)(6) due to system allowances. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a cardiac ablation procedure, hypotension and a larger pericardial effusion were observed via ultrasound. A small pericardial effusion was noted prior to the procedure. A pericardiocentesis was performed and approximately 300 ml of fluid was drawn. The patient was stable and no further interventions were performed. No further patient complications were reported as a result of this event.